Manufacturer narrative:
Product ID: 309328, lot# 0210781234, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the material was destroyed. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative reported that on (B)(6) 2017 the lead and stimulator were explanted, and a new stimulator was implanted for contralateral test (s3 right). Outcome was noted as resolved on (B)(6) 2017. There were no further complications reported and/or anticipated.

Event description:
A health care provider (hcp) for a clinical study reported via a manufacturing representative that there was a return of initial symptoms on (B)(6) 2016. Reprogramming was performed on (B)(6) 2016 ,but the issue was ongoing. Medical history included idiopathic functional urinary incontinence since 2012. The event was assessed as not serious, not related to the procedure, and related to the stimulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.